Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a bad upstream sensor. There was no reported adverse event.

Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 02-jul-2021: discovered during testing, date unknown. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen. The customer stated problem was not duplicated. Functional tests were performed on the upstream occlusion sensor and found no issues with the device. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.